Event description:
It is reported that a customer experienced high and low blood glucose ranging from 70 to 475 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer had issues with the quick set when they got an alarm. The customer was assisted with priming and was assisted with all the customer's questions. The customer's cannula was filled to 0.5 with a manual injection. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).